Event description:
During a heart cath procedure, the tip of the dilator of angioseal broke off into the right femoral artery. Pt fine. Pt returned to surgery on the (B)(6) 2014 for exploration of right posterior tibial artery with removal of foreign body and vein patch repair. Reason for use: chest pain.